Event description:
It was reported, during t2 recon nail surgery, the surgeon tried to insert the k-wire about five times to change the position of k-wire. The tip of k-wire broke inside the femoral bone. The surgeon removed the tip of it. The surgeon used a new k-wire and the procedure was completed without further problem.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.